Event description:
It was reported to boston scientific corporation (bsc) that during a transobturator (tot) sling placement procedure, the physician put the trocar through the vagina, took it back out and repassed it into the correct plain. He sutured the button hole together and then repassed the trocar into the correct plain and was able to complete the procedure successfully. The patient is reported as "fine" with no complications. Patient age and weight are unknown.

Manufacturer narrative:
The lot number for the obtryx system is unknown therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated the device was disposed and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.